Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridges did not fit onto the pump. There was no reported impact to the customer¿s blood glucose. Multiple follow up attempts were made to complete troubleshooting, however, the customer did not respond to follow up attempts.